Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was 495 mg/dl at the time. The customer also reported that he had issues with sensor and transmitter. The customer was assisted with troubleshooting for these issues; however declined for high blood glucose. The insulin pump will not be returned for analysis.